Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that upon opening the exterior brown cardboard box it was discovered that the pack was not sterile. The 20x20 blue wrap that is placed on top of the table tray was partially through the tyvek cover therefore a sterile seal had not been formed. It was between the tyvek cover and the plastic midi tray. The device was replaced. There was no patient involvement, so no adverse effect occurred. The customer stated that there was no damage to any part of the custom pack including the exterior cardboard box. Medtronic received additional information that there were no missing or wrong components. The sterile seal was not intact as the blue internal packaging was between the tyvek lid and plastic tray. The device itself was not in the seal but the internal packaging was.

Manufacturer narrative:
Device evaluation summary: visual inspection shows a section of the blue wrap has been sealed between the tyvek lid and the tray. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.